Manufacturer narrative:
Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold measuring approximately 6.0 cm. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of a paresthesia may be transient or chronic. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Paresthesia and generalized illness complaint information are consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: unilateral rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient enrolled in a clinical study and underwent a breast surgery with a 350cc mentor gel breast prosthesis and experienced postoperative transient issues with nipple sensitivity, ringing in the ears, and night sweats; all of these symptoms resolved without issue. The patient initially had unilateral implant rupture reported under manufacturer report number 1645337-2019-26057, and had undergone explantation without replacement on (B)(6) 2020. This medwatch report is for the contralateral implant, and is being conservatively reported to FDA based on analysis findings of the returned devices.